Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/21/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2326 is being used to capture the reportable event of inflammation.

Event description:
After the hydrogel placement procedure, a review of the images revealed a gray material surrounding the spaceoar vue. Further examination suggested that the spaceoar vue was isolated from the rectum, encapsulated entirely by the body, as indicated by a thin tissue layer enveloping the hydrogel and what appeared to be either inflammatory tissue or fluid also encircling the hydrogel. The patient's swelling is now approximately the size of the spaceoar vue, plus an additional 1cm in diameter. The physician decided to initiate an antibiotic therapy as preventative action. The inflammation remained stable, and it was assessed that proceeding with stereotactic body radiation therapy (sbrt) would be appropriate. The patient reported experiencing pain during the hydrogel insertion and subsequent discomfort persisting for one and a half weeks post-procedure. However, it was reported fully recovered.